Event description:
The pt had coronary bypass surgery on 1/6/98 and an iab was inserted into the pt on 1/6/98 at 5:15 am. At 8:45 am, the intra aortic blood pressure machine (iabp) alarmed and blood was noted in the iabp line. The balloon catheter was removed in recovery and replaced without incident. The iab was returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - rpt'd 2/2/98) (pt's current status: unk - rpt'd 2/2/98)